Event description:
It was reported that during a lap colorectal procedure the surgeon stapled the rectum but couldn't remove it. They followed the instructions to open it 2 x 360 revolutions but it would not come out. They then opened it another 360 and nothing. So they opened a bit more and the anvil came off the device and was lost in the patient. The device was removed from the rectum and they called for endoscopy to come to find the anvil. There was no harm to the patient. The anvil would not dislodge and so dr had to remove it from the patient manually with a rigid sigmoidoscopy.

Manufacturer narrative:
(B)(4). Date sent: 11/28/2023. D4 batch # unk. B3: only event year known: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/6/2024. D4: batch #360c85. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage, the washer was cut, no staples were present, and when a test battery was inserted, the green checkmark illuminated. Indicating the device had been fired. However, when the reset battery was inserted, the light did not illuminate, and smoke was noted coming from the battery location on the device. The device was disassembled in order to verify the condition of the internal components and motor corrosion and burn marks were found on the led board. The analysis found the d1 component was found to have shorted out and caused the smoking seen. No anvil issues or difficult to remove issued were noted during the testing. When the reset battery was inserted, no smoke was observed, and the device was unable to be reset. The device was also unable to be fired. A known good motor was attached to complaint device, however the device still could not be reset. During the complaint motor inspection, the motor appeared to be difficult to manually manipulate, but then seemed to clear after multiple rotations. The complaint motor was then connected to a known good device and the device fired as expected. The motor was reinstalled into the complaint device and, with a test battery and the stop switch disengaged, the device fired as expected. However, the device could not be reset with the reset battery. When the d1 component shorted and burned, the reset battery part of the circuit became blocked. A possible cause of the issue originally seen was due to bodily fluid ingress into the motor. The bodily fluid ingress could cause corrosion of the motor and therefore, the motor to burn up the d1 component of the led board. This could lead to the device no longer being able to be reset. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. To withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 360c85, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 1/18/20024.